Event description:
On 02/17/2026, (B)(6) hospital reported receiving two (2) sterile ors-300 warmer drapes with holes. No photos, videos, or samples were provided for evaluation. No patient injuries, infections, or complications were reported.

Manufacturer narrative:
The manufacturer received a report that sterile warmer drapes (ors-300), lot 4464la0800 (2 units), arrived with holes. No sample was returned and no photos/videos were provided; the complaint was confirmed based on the customer report. Review of the edhr for lot 4464la0800 ((B)(4) units manufactured from 16-18 nov 2024, 1st and 2nd shift) identified no related nonconformances and the lot was manufactured and released per approved procedures. The condition could not be replicated and the investigation was inconclusive regarding where the nonconformance was generated due to lack of returned sample. Risk was assessed as low (risk level 1); no field action was required. A quality alert/complaint notification was issued on 20-feb-2026 and the issue will be tracked and trended (third similar incident for ors-300 within one year).